Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency medical service and get hospitalized due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 168 mg/dl at the time of hospitalization. Customer treated with food. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 168 mg/dl and sensor glucose was 77 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.